Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), device dislocation ("left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly"), fallopian tube perforation ("perforation (left tube) / the left coil seems to be located more distally near the left ovary and it is unclear fit is properly located within the fallopian tube / perforation of the left tube ") and ovarian perforation ("perforation (left ovary)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (2002 and 2011), parity 5 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2001, (B)(6) 2002, (B)(6) 2011.), multigravida, c-section (2002 and 2011), vaginal discharge, (B)(6), mammogram in 2006, pap smear abnormal in 2007, spontaneous abortion in 2009, vaginal delivery, plantar warts, breast biopsy, genital bleeding, asthma, burning micturition, acute cystitis, candidiasis, nasal discharge, head fullness, bacterial vaginosis, hematuria, stomach pain, neuromuscular disorder nos and yeast infection. She denied any odor, itching, or pelvic or back pain,no spotting, no bleeding, no postictal bleed or no pelvic pain.she denies any incontinence.denies history of breast cancer, ovarian cancer, or uterine cancer.did not use alcohol.patient denies pelvic pain, fever and chills. History of bv. Pt reports not having any factors such as anxiety that contribute to insomnia and denies discomfort/pain.pertinent negatives include no numbness, no muscle weakness and no tingling.no vomiting/diarrhea. Previously administered products included for an unreported indication: ortho evra from 2002 to 2009, marcaine, epinephrine and valtrex. Concurrent conditions included smoker, back pain, sickle cell anemia, lumbar vertebral fracture, contusion, strain, subcutaneous abscess, vaginal bleeding, dysfunctional uterine bleeding, fibroids, endometriosis, cellulitis, tenderness, breast discharge, mastalgia, shoulder pain, prolonged periods, chest pain, pneumothorax, pleural effusion, electrolyte abnormality, pain in hip, myalgia, dysuria, vaginal pain, bone deformity, dizziness, pyelonephritis, nausea, vomiting, pulmonary edema, pneumonia, reactive airways disease, cervicitis and diarrhea. Family history included death (grandmother), other disorders of intestine (maternal grandmother), diabetes mellitus (maternal grandmother), hypertension (hypertension.) And lipids increased (maternal grandmother). Concomitant products included clindamycin, cyclobenzaprine, dicycloverine (dicyclomine), doxycycline, evra (ortho evra) in 2002, gabapentin, ibuprofen (motrin), metronidazole, metronidazole (metrogel), naproxen, ondansetron (ondasetron), panadeine co (tylenol #3), prednisolone, procet (hydrocodone/acetaminophen), salbutamol (albuterol) and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("severe back pain") and pelvic pain ("pelvic pain "). In (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain / chronic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("severe migraines / head pain (migraine)") and abdominal pain lower ("lower abdominal pain(sharp,stabbing) / abdominal pain/ left lower "). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), swelling ("swelling in left groin area") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure- swelling in left groin area, inflammation and sensitive to touch. ") with swelling, inflammation and hyperaesthesia. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and ovarian perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) and device deployment issue ("left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst / left ovarian cyst in the samer area"), coital bleeding ("vaginal bleeding during intercourse"), urinary tract infection ("urinary tract infections"), inflammation ("inflammation") and pain ("sensitive to touch"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), analgesics, allergy medication, tramadol, ibuprofen and surgery. Essure treatment was not changed. In 2017, the back pain, migraine and pelvic pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, fallopian tube perforation, ovarian perforation, device deployment issue, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, ovarian cyst, abdominal pain lower, coital bleeding, urinary tract infection, swelling, inflammation, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, device deployment issue, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, inflammation, migraine, ovarian cyst, ovarian perforation, pain, pelvic inflammatory disease, pelvic pain, swelling and urinary tract infection to be related to essure. The reporter commented: essure didn¿t worsen a previously existing injury/condition. She did not claim her use of essure caused or aggravated her psychiatric and/ or psychological condition. The essure coil was inserted through the device in the usual manner. The coil was released and 2 to 3 coils were visible protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: fallopian tubes were indeed blocked. Pregnancy test - on an unknown date: negative. Ultrasound scan - in (B)(6) 2015: left-side essure coil had migrated then ovarian cyst where left coil should be located . Essure confirmation test: dye type test in (B)(6) 2012. On (B)(6) 2012:xr lumbar spine ap lateral and obliques:findings: alignment of l1 through l5 is normal. No acute fracture or subluxation. Bilateral essure devices are visualized overlying the pelvis. Impression: normal lumbar spine radiographs. On (B)(6) 2012:hysterosalphingogram:hsg confirmed blockage on (B)(6) 2015:CT abdomen/pelvis without contrast:impression: no CT evidence of nephrolithiasis. Multiple low attenuation lesions in the liver, incompletely characterized, however likely simple cysts. On (B)(6) 2015:us gyn pelvis complete:impression endometrium has normal appearance. Left ovary has a clear simple cyst. Right ovary has a normal appearance. Essure coils are seen bilaterally however the left coil seems to be located more distally near the left ovary and it is unclear if it is properly located within the fallopian tube. On (B)(6) 2015:ultrasound pelvis w/trans vaginal:impression: the uterus and ovaries are unremarkable. Bilateral essure coils are identified. And as described on prior ultrasound the left coil appears to be located more distally and inferiorly , closer to the left ovary, and therefore it is unclear whether this is appropriately located. (B)(6) 2015:two types of ultrasound were performed and she was told that it looked like the left coil had migrated or had been placed incorrectly. Ovarian cyst in the same area. On (B)(6) 2016:radiology results:findings: chest: the lungs are clear. There is no cardiomediastinal silhouette is within normal limits. The visualized osseous structures are unremarkable abdomen: there are no dilated loops of bowel to suggest obstruction. There is no free air. The visualized osseous structures are unremarkable. Stool seen throughout the colon. Bilateral essure devices are seencardiomediastinal silhouette is within normal limits. The visualized osseous structures are unremarkable abdomen: there are no dilated loops of bowel to suggest obstruction. There is no free air. The visualized osseous structures are unremarkable. Stool seen throughout the colon. Bilateral essure devices are seen quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: medical record & plantiff fact sheet received:events " pelvic inflammatory disease and allergy to metal are added. Concomitant drug & condition added. Historical drug & condition added. Patient & reporetr information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), device dislocation ("left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly"), fallopian tube perforation ("perforation (left tube) / the left coil seems to be located more distally near the left ovary and it is unclear fit is properly located within the fallopian tube / perforation of the left tube"), ovarian perforation ("perforation (left ovary)") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. 922602 , 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly" in (B)(6) 2015. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. In 2012, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain / chronic pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue"), migraine ("severe migraines / head pain (migraine)") and abdominal pain lower ("lower abdominal pain(sharp,stabbing) / abdominal pain/ left lower"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ stabbing"), coital bleeding ("vaginal bleeding during intercourse"), swelling ("swelling in left groin area") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure- swelling in left groin area, inflammation and sensitive to touch.") With swelling, inflammation and hyperaesthesia. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections") and haematuria ("hematuria"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2015, the patient experienced ovarian perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst / left ovarian cyst in the samer area"), inflammation ("inflammation") and pain ("sensitive to touch"). The patient was treated with allergy medication, analgesics, ibuprofen and tramadol. Essure treatment was not changed. In 2017, the back pain, migraine and pelvic pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, fallopian tube perforation, ovarian perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, ovarian cyst, abdominal pain lower, coital bleeding, urinary tract infection, swelling, inflammation, pain, allergy to metals and haematuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematuria, inflammation, migraine, ovarian cyst, ovarian perforation, pain, pelvic inflammatory disease, pelvic pain, swelling and urinary tract infection to be related to essure. The reporter commented: essure didn¿t worsen a previously existing injury/condition. She did not claim her use of essure caused or aggravated her psychiatric and/ or psychological condition.the essure coil was inserted through the device in the usual manner. The coil was released and 2 to 3 coils were visible protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were indeed blocked.. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - in (B)(6) 2015: results: left-side essure coil had migrated.; in (B)(6) 2015: results: ovarian cyst where left coil should be located. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, pelvic pain, abdominal pain, fatigue, misplaced left essure coil. Lot number: 922602, manufacture date: 2011-11, expiration date: 2014-11. Lot number: 922608, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), device dislocation ("left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly"), fallopian tube perforation ("perforation (left tube) / the left coil seems to be located more distally near the left ovary and it is unclear fit is properly located within the fallopian tube / perforation of the left tube"), ovarian perforation ("perforation (left ovary)") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly" in (B)(6) 2015. The patient's past medical history included c-section (2002 and 2011), parity 5 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2001, (B)(6) 2002, (B)(6) 2011.), multigravida, c-section (2002 and 2011), vaginal discharge, herpes nos, mammogram in 2006, pap smear abnormal in 2007, spontaneous abortion in 2009, multigravida, plantar warts, breast biopsy, genital bleeding, asthma, burning micturition, acute cystitis, candidiasis, nasal discharge discolouration, head fullness, bacterial vaginosis, hematuria, stomach pain, neuromuscular disorder nos and yeast infection. She denied any odor, itching, or pelvic or back pain,no spotting, no bleeding, no postictal bleed or no pelvic pain. She denies any incontinence. Denies history of breast cancer, ovarian cancer, or uterine cancer. Did not use alcohol. Patient denies pelvic pain, fever and chills. History of bv. Pt reports not having any factors such as anxiety that contribute to insomnia and denies discomfort/pain. Pertinent negatives include no numbness, no muscle weakness and no tingling. No vomiting/diarrhea. Previously administered products included for an unreported indication: ortho evra from 2002 to 2009, marcaine, epinephrine and valtrex. Concurrent conditions included smoker, back pain, sickle cell anemia, lumbar vertebral fracture, contusion, strain, subcutaneous abscess, vaginal bleeding, dysfunctional uterine bleeding, fibroids, endometriosis, cellulitis, tenderness, breast discharge, mastalgia, shoulder pain, prolonged periods, chest pain, pneumothorax, pleural effusion, electrolyte abnormality, pain in hip, myalgia, dysuria, vaginal pain, bone deformity, dizziness, pyelonephritis, nausea, vomiting, pulmonary edema, pneumonia, reactive airways disease, cervicitis and diarrhea. Family history included death (grandmother), other disorders of intestine (maternal grandmother), diabetes mellitus (maternal grandmother), hypertension (hypertension.) And lipids increased (maternal grandmother). Concomitant products included salbutamol (albuterol) for asthma as well as clindamycin, cyclobenzaprine, dicycloverine (dicyclomine), doxycycline, evra (ortho evra) from 2002 to 2009, gabapentin, ibuprofen (motrin), metronidazole, metronidazole (metrogel), naproxen, ondansetron (ondansetron), panadiene co (tylenol #3), prednisolone, procet (hydrocodone/acetaminophen) and valaciclovir. In 2012, the patient experienced back pain ("severe back pain") and pelvic pain ("pelvic pain "). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain / chronic pain"). In august 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("severe migraines / head pain (migraine)") and abdominal pain lower ("lower abdominal pain(sharp,stabbing) / abdominal pain/ left lower"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), swelling ("swelling in left groin area") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure- swelling in left groin area, inflammation and sensitive to touch.") With swelling, inflammation and hyperaesthesia. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and ovarian perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst / left ovarian cyst in the samer area"), coital bleeding ("vaginal bleeding during intercourse"), urinary tract infection ("urinary tract infections"), inflammation ("inflammation"), pain ("sensitive to touch") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with cyclobenzaprine hydrochloride (flexeril), analgesics, allergy medication, tramadol, ibuprofen and surgery. Essure treatment was not changed. In 2017, the back pain, migraine and pelvic pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, fallopian tube perforation, ovarian perforation, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, ovarian cyst, abdominal pain lower, coital bleeding, urinary tract infection, swelling, inflammation, pain, allergy to metals and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, inflammation, migraine, ovarian cyst, ovarian perforation, pain, pelvic inflammatory disease, pelvic pain, swelling and urinary tract infection to be related to essure. The reporter commented: essure didn't worsen a previously existing injury/condition. She did not claim her use of essure caused or aggravated her psychiatric and/ or psychological condition. The essure coil was inserted through the device in the usual manner. The coil was released and 2 to 3 coils were visible protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in september 2012: fallopian tubes were indeed blocked pregnancy test - on an unknown date: negative ultrasound scan - in (B)(6) 2015: left-side essure coil had migrated then ovarian cyst where left coil should be located essure confirmation test: dye type test in (B)(6) 2012. (B)(6) 2012:xr lumbar spine ap lateral and obliques:findings: alignment of l1 through l5 is normal. No acute fracture or subluxation. Bilateral essure devices are visualized overlying the pelvis. Impression: normal lumbar spine radiographs. (B)(6) 2012: hysterosalpingogram:hsg confirmed blockage (B)(6) 2015:CT abdomen/pelvis without contrast:impression: 1. No CT evidence of nephrolithiasis. 2. Multiple low attenuation lesions in the liver, incompletely characterized, however likely simple cysts. (B)(6) 2015:us gyn pelvis complete:impression endometrium has normal appearance. Left ovary has a clear simple cyst. Right ovary has a normal appearance. Essure coils are seen bilaterally however the left coil seems to be located more distally near the left ovary and it is unclear if it is properly located within the fallopian tube. (B)(6) 2015:ultrasound pelvis w/trans vaginal:impression: the uterus and ovaries are unremarkable. Bilateral essure coils are identified and as described on prior ultrasound the left coil appears to be located more distally and inferiorly , closer to the left ovary, and therefore it is unclear whether this is appropriately located (B)(6) 2015:two types of ultrasound were performed and she was told that it looked like the left coil had migrated or had been placed incorrectly. Ovarian cyst in the same area. (B)(6) 2016:radiology results:findings: chest: the lungs are clear. There is no cervicomediastinal silhouette is within normal limits. The visualized osseous structures are unremarkable abdomen: there are no dilated loops of bowel to suggest obstruction. There is no free air. The visualized osseous structures are unremarkable. Stool seen throughout the colon. Bilateral essure devices are pericardiomediastinal silhouette is within normal limits. The visualized osseous structures are unremarkable abdomen: there are no dilated loops of bowel to suggest obstruction. There is no free air. The visualized osseous structures are unremarkable. Stool seen throughout the colon. Bilateral essure devices are seen quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New event added- heavy bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), device dislocation ("left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly"), fallopian tube perforation ("perforation (left tube) / the left coil seems to be located more distally near the left ovary and it is unclear fit is properly located within the fallopian tube / perforation of the left tube"), ovarian perforation ("perforation (left ovary)") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. 922602 or 922608 [per pfs]) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left-side essure coil had migrated / he left coil had migrated or had been placed incorrectly" in (B)(6) 2015. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. In 2012, the patient experienced pelvic pain ("pelvic pain "). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain / chronic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue"), migraine ("severe migraines / head pain (migraine)"), abdominal pain lower ("lower abdominal pain(sharp,stabbing) / abdominal pain/ left lower") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ stabbing"), coital bleeding ("vaginal bleeding during intercourse"), swelling ("swelling in left groin area") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure- swelling in left groin area, inflammation and sensitive to touch.") With swelling, inflammation and hyperaesthesia. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections") and haematuria ("hematuria"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2015, the patient experienced ovarian perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst / left ovarian cyst in the same area"), inflammation ("inflammation") and pain ("sensitive to touch"). The patient was treated with allergy medication, analgesics, ibuprofen, tramadol, and surgery. Essure treatment was not changed. In 2017, the back pain, migraine and pelvic pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, fallopian tube perforation, ovarian perforation, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, ovarian cyst, abdominal pain lower, coital bleeding, urinary tract infection, swelling, inflammation, pain, allergy to metals, genital haemorrhage and haematuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematuria, inflammation, migraine, ovarian cyst, ovarian perforation, pain, pelvic inflammatory disease, pelvic pain, swelling and urinary tract infection to be related to essure. The reporter commented: essure didn¿t worsen a previously existing injury/condition. She did not claim her use of essure caused or aggravated her psychiatric and/ or psychological condition. The essure coil was inserted through the device in the usual manner. The coil was released and 2 to 3 coils were visible protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were indeed blocked. Pregnancy test - on an unknown date: results: negative. Ultrasound scan - in (B)(6) 2015: results: left-side essure coil had migrated; in (B)(6) 2015: results: ovarian cyst where left coil should be located. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, pelvic pain, abdominal pain, fatigue, misplaced left essure coil. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Lot number was added. Added event hematuria. Concomitant drug were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.